Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the keypad was observed to be peeling up on the side near the audio bolus button. The contrast button was unresponsive while the rest of the keys responded intermittently to user presses. The keypad was removed and there was contamination found under all the keypad contacts. Unrelated to the original complaint, there was a hole in the audio bolus button but responsive during investigation. The audible alarm was not operational during investigation. When the cover was removed, the audio piezo device was found to be defective when tested. Additionally, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6)2015 the reporter contacted animas alleging an unspecified keypad button response issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.